Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with a shelf box. The batch number on the returned device and packaging matched the reported batch number. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. There was a complete hypotube separation 63.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the tip damage or broken shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately calcified and mildly tortuous left anterior descending artery. The 2.50mm x 12mm emerge balloon catheter was inserted however it was noted that the shaft of the hypotube was broken. The device was immediately and completely removed from the patient as a whole unit. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately calcified and mildly tortuous left anterior descending artery. The 2.50mm x 12mm emerge balloon catheter was inserted however it was noted that the shaft of the hypotube was broken. The device was immediately and completely removed from the patient as a whole unit. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).